Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2022, that when trying to pull the needle out of the shaft, the needle broke at the connection to the upper plastic part. The doctor broke off the rest of the needle with his hand. He decided that the part of the needle that was left in the shaft would not be removed because he did not want to damage the shaft. The delay was less than 30 minutes. The same product was used to complete the procedure. There were no adverse consequence/s that affected the patient because of the reported event. Patient status/ outcome: good this report is for one (1) conf intro ndle, dia, 13g 4" this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.